Event description:
Customer reportedly lost consciousness while at his home and woke up when paramedics arrived. Customer's wife also reported that customer had a seizure. It is reported that the paramedics initially received an adc meter reading of 329mg/dl on his fs lite meter compared to their hcp meter reading of 129mg/dl both obtained at the time of the event. Customer was treated on scene with IV glucose. In addition, a second set of readings were reported, however, it is unclear when these readings were obtained relative to the medical event. An adc meter reading of 144mg/dl was compared to an hcp meter reading of 27mg/dl. The reported readings comparisons are not a valid method. Customer was not transferred to a health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer disconnected the call prior to receiving meter serial number and strip lot number. The products have been requested for investigation, and a final report will be submitted when the investigation is complete.